Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated iud."), fallopian tube perforation ("perforated iud."), device dislocation ("migration of essure device location of device: uterus"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (termination)") and blindness unilateral ("vision/eye problems type: loss a lot of my eye site now need glasses,") in a 37-year-old female patient who had essure (batch no. 898937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: mirena from (B)(6) 2015 to (B)(6) 2015. Concomitant products included bupropion hydrochloride (wellbutrin) and quetiapine fumarate (seroquel). On (B)(6)2012, the patient had essure inserted. In (B)(6)2014, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6), the patient experienced anxiety ("anxiety"), depression ("depression") and rash ("rashes or skin conditions type: from the coils rashes from my back to arms to legs sores all over body and got pictures"). In (B)(6) 2015, the patient experienced blindness unilateral (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), irritability ("irritable"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and abdominal pain ("abdomen pain"). On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"), 4 years 7 months after insertion of essure. In (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, blindness unilateral, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety and depression outcome was unknown, the pelvic pain, alopecia, irritability, rash, weight decreased and abdominal pain had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, blindness unilateral, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - in (B)(6): total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Event perforated iud added from mr. Events migration of essure device location of device: uterus, pregnancy (termination), vaginal bleeding, menorrhagia, apareunia, dysmenorrhea, dyspareunia, fatigue, hair loss , irritable, urinary tract infection, bladder infection, migraines, headaches, nausea, nickel allergy, anxiety, depression, rashes or skin conditions type: from the coils rashes from my back to arms to legs sores all over body and got pictures, weight loss, abdomen pain and device ineffective added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated iud/migration of essure device location of device: uterus'), fallopian tube perforation ('perforated iud.'), pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (termination)') and blindness unilateral ('vision/eye problems type: loss a lot of my eye site now need glasses,') in a 37-year-old female patient who had essure (batch no. 898937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index decreased. Previously administered products included for an unreported indication: mirena from (B)(6) 2015 to (B)(6) 2015. Concomitant products included bupropion hydrochloride (wellbutrin) and quetiapine fumarate (seroquel). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and dermatitis allergic ("rashes or skin conditions type: from the coils rashes from my back to arms to legs sores all over body and got pictures"). In (B)(6) 2015, the patient experienced blindness unilateral (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), irritability ("irritable"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and abdominal pain ("abdomen pain"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), 4 years 7 months after insertion of essure. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, blindness unilateral, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety and depression outcome was unknown, the pelvic pain, alopecia, irritability, dermatitis allergic, weight decreased and abdominal pain had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, blindness unilateral, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.